Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise oversensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise and low pacing impedance on the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.